Event description:
A power failure lasting several minutes occurred during a routine hemodialysis treatment. Once power was restored the cycler would not allow treatment to be restarted due to the elapsed time without power and the blood pump off. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. Prior to this event, the pt's hemoglobin was 6.8. Following the additional blood loss, the pt was hospitalized and received 2 units of blood. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner, as instructed in the user's guide when a power failure occurs. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.